Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got partially re-sheathed 2 times due to the implant being too high or non-uniform expansion. The final implant depth at non-coronary cusp (ncc) was 4.1mm and left coronary cusp (lcc) was 2.7mm. The patient developed hypertension after the valve was implanted. Labetalol was administered and the heart was paced to resolve the hypertension. The patient's heart rate continued to be elevated after awards, but was resolved on its own. The patient was discharged the following day.